Manufacturer narrative:
Extended charge time was observed when the battery voltage was below eos. A longevity calculation was performed, and the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine device check. Upon interrogation, device was found with long logged charge time. Device reached eri and few months later reach eol. The device was explanted and replaced. Patient was stable post procedure.